Event description:
Knee I & d and liner exchange. Knee drainage.

Manufacturer narrative:
Additional devices listed in this report: cat 7650-2038a, lot rd7w124a, description: sterile fluted headless 1/8" pin 3.5"long; cat 5510-f-502, lot eb88k, description: triathlon cr fem comp #5 r-cem; cat 5521-b-500, lot htxw, description: tri ts baseplate size5; cat 5551-g-350, lot r61j, description: triathlon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Product not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a triathlon x3 insert was reported. The event was not confirmed. The exact cause of the event could not be determined based on the limited information provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Knee I&d and liner exchange. Knee drainage.